Event description:
The customer reported to siemens that they obtained an erroneously elevated total prostate specific antigen (tpsa) result on a patient plasma sample on a dimension exl 200 integrated chemistry system. The serum sample for the same patient was processed on an alternate non-siemens method at an alternate site. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated total prostate specific antigen (tpsa) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated total prostate specific antigen (tpsa) result on a patient plasma sample on the dimension exl 200 integrated chemistry system. Quality control was in range at the time of the event. Siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. No reagent or instrument issues were identified. The cause of the event is unknown. Siemens does not have claims on correlation with other analyzers which use alternate methodology for analyte measurement. As the technology used by analyzers were different, there should not be any numerical comparison between the analyzers. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required.